Manufacturer narrative:
H6: corrected conclusion code. Engineering evaluation states, based on the evaluation of the device, the following observations were made: the deployment knob, deployment line, and delivery catheter were returned. There was approximately 148 cm of deployment line attached to the deployment knob with two 5 cm single fibers coming off of the end of the deployment line. The delivery catheter appeared cut and was returned in two sections. The first section included the hub with the shrink sleeve. The second section was approximately 123 cm of delivery catheter including the distal shaft, upon which the endoprosthesis was mounted, and the distal tip. The remainder of the device was unremarkable. Engineering evaluation conclusion(s) are: deployment line broken. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2019, the patient was implanted with gore® viabahn® endoprostheses to treat a popliteal aneurysm. It was reported a .035 guidewire was used during the procedure. The sheath brand and size are reportedly unknown. It was reported during deployment, the deployment line broke and the device was partially opened approximately 98 percent. The physician reportedly stated is unknown what caused the deployment line to break. It was reported the catheter was cut in order to gain access to the remaining deployment line. The deployment line was pulled and the device was reportedly completely opened. However, a portion of the deployment line remained in the patient¿s body and could not be retrieved. The procedure was completed. The patient tolerated the procedure.